Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for dystonia and movement disorders. It was reported an impedance check was ran with the patient in different positions. The current battery voltage was 2.89 v. The caller stated they saw significant impedance changes of 200-700 ohms with positional changes. As a result, the hcp recommended an extension revision. A specific set of values was case and 31138 ohms when the patient was in resting position and it was 676 with arms out to the side. The patient experienced a loss of therapy sometimes and they think it was due to the impedance change. The patient has dystonia so their arm and leg were turning in. A constant current mode may get them better therapy. They may reprogram the patient. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed with the hcp. The revision occurred on (B)(6) 2018. The extension serial number was unknown. The device won't be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the extension or pocket adapter may be causing the issue and has recommended an extension revision. Actions/interventions taken to resolve the issue involved several different movements while taking impedance checks. The issue is not yet resolved. This information was confirmed by the physician.